Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began about three weeks prior to contacting lfs. During that time, the subject meter reportedly would not turn on when inserting the test strips but it would turn on when the power button was pressed. She stated that she could not use the meter due to the reported issue. As a result of the reported issue, the pt reportedly took usual dose of diabetic medication. Two days after the reported issue, the pt reportedly experienced symptoms of "sweaty, shaky and passed out" and was reportedly hospitalized. The pt stated that she could not recollect the treatment rec'd at the hospital. She also stated that on three days earlier, she was hospitalized again and she was treated with novolog 70/30 and levemir (unk units) at the hospital. The reason for the hospitalization and the results obtained on the hosp's meter are not known. Based on the provided info, this complaint is being reported since the reported issue was not resolved and the pt reportedly experienced hypoglycemia as well as hyperglycinemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.